Manufacturer narrative:
The suspect device has been changed. Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
It was initially reported that the physician¿s office was having trouble with the handheld freezing. The company representative went to the site to troubleshoot the issue but was unable to resolve it. A hard reset was preformed but the screen froze at the screen alignment prompt. Attempts for product return have been unsuccessful to date.